Event description:
Caller reported that the t:slim x2 pump battery failed to charge over the past three weeks. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by using a non-tandem charging cable and wall adapter, which enabled the pump to start charging again. Tandem technical support advised against using third-party supplies unless necessary for troubleshooting, and they arranged to send replacement tandem charging equipment to the caller via two-day shipping. No further assistance was required.